Event description:
It was reported by the customer that their insulin pump's keypad is unresponsive. Customer stated that their device displayed a low reservoir warning and while attempting to clear the notification, the keypad was unresponsive to the customer's input. Customer also states that when the escape button is pressed, the device will begin to blink. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 390 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Intermittent button response due to moisture damage to keypad traces. The insulin pump received with cracked display window corners, battery tube threads, reservoir tube lip and minor scratches on display window.